Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. Upon troubleshooting actions, the fse identified that the power supply of the host pc was defective. The defective host pc was returned for analysis, which concluded that there was no power. To resolve the issue, the fse replaced the host pc and hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective on december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.